Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using ob procomfort mini 56s for menstruation (route-vagina, lot number b2661w12, frequency and expiration date unspecified). After an unspecified duration, she noticed that the cord of the tampon broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted (B)(4) for a device product that is considered same/similar to a us marketed device (ob procomfort regular 40s). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2012 from a female consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using ob procomfort mini 56s for menstruation (route-vagina, lot number b2661w12, frequency and expiration date unspecified). After an unspecified duration, she noticed that the cord of the tampon broke. This report had no adverse event and the action taken with the device was unknown. Based on the qa investigation completed on (B)(4) 2012, no defect could be found in the analysis on the 10 tampons out of 17 tampons received from the consumer. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2012 for a device product that is considered same/similar to a us marketed device (ob procomfort regular 40s). This closes out this report unless additional follow up information is received.)